Event description:
Cut at distal adhesive band of balloon. Analysis determined : small tear directly below distal adhesive band of balloon; origin unk. Unit was used in vivo. This was not determined until analysis was completed.